Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced a hyperglycemia. Customer blood glucose level was over 400 mg/dl. It was unknown that whether customer was used insulin pump system within 48 hours of reported event. Auto mode feature was unknown at the time of event. No further patient complication were reported. The insulin pump will not be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w 4.11e. Retainer ring=blak. Case type=ngp on (B)(6) 2022 customer called in with the following concern: customer states that she is getting sensor expired. States that it is not working, and it shows no sensor signal. Cust states that yesterday her blood glucose were 270 then went up to 460. Blood glucose are still over 400 and she is treating with manual injection and wearing the insulin pump . P-cap locked in place properly during testing. Insulin pump was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. During download review no relevant alarms confirm in download history files to confirm complain code. Was programmed with test guardian 3 link and test plug simulator. Insulin pump communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and insulin pump display the programmed value properly on the display graph. No sensor anomalies were noted. Insulin pump sensors feature and auto mode connection are working properly. Proceeded by cutting insulin pump open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. Insulin pump was received with cracked case (battery tube), cracked battery tube threads, scratched case and stained keypad overlay. In conclusion, customer concerns are not confirmed. No relevant alarms noted in download history review and testing of the insulin pump was successful. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.